Event description:
Customer reported that the cartridge leaked insulin, experiencing issues with 12 cartridges from two boxes all on the same day. Blood glucose level at the time of the incident was not provided. Customer was able to load a new cartridge successfully, and it was noted that the leak occurred at the cartridge pigtail. Cartridges could not be returned, but customer service provided replacement cartridges as a goodwill gesture.